Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on from (B)(6) 2021 with blood glucose level was 464 mg/dl. The customer current blood glucose level was 250 mg/dl. Customer stated she just got out of hospital because of having high blood glucose and last wednesday started having high blood glucose and kept giving insulin and blood glucose kept getting higher the next night blood glucose were 467 mg/dl. Customer went to the hospital and came out sunday night. The customer was treated with insulin pump and intravenous insulin drip. Customer was alleging pump was under delivered due to blood glucose remained high after bolousing. The customer stated that the drive support cap was normal. The customer was performed displacement test and insulin pump successfully complete all steps in displacement verification test. Customer stated insulin pump was not working properly. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.